Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more air in the cartridge was observed exiting during the air removal step and had to use almost 30 units to remove all bubbles from the tubing. No damage was observed with the cartridge. There was no reported impact to blood glucose. Reportedly, customer resumed insulin delivery.